Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, atrial lead could not be fully inserted into the atrial port of the device. Several attempts were made and after using silicone oil, lead was inserted without further difficulties. Patient did not experience problems after the event.